Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received no delivery alarms. Customer changed infusion set and performed a manual prime and insulin did not deliver. Customer changed reservoir and infusion set and was able to deliver insulin. Infusion sets and reservoir would be replaced. Customer's blood glucose was 16.5.